Event description:
It was reported a patient's atrial lead presented with oversensing noise that was inhibiting pacing. The lead was capped and replaced in a procedure on (B)(6) 2024. Post-procedure there were no patient consequences.

Manufacturer narrative:
Correction: g3 in prior report should be 9 dec 2024.

Event description:
It was reported, a patient's atrial lead presented with oversensing noise. The lead was capped and replaced in a procedure on (B)(6) 2024. Post-procedure, there were no patient consequences.